Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer visited the site and replaced the failed mains power distribution unit. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not switching on. Upon trouble shooting fse identified fuse blown in mpdu hence replaced the fuse for system stock but problem persists. Then the fse checked and found mpdu was tripping. To resolve this issue fse replaced the mpdu. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.